Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result / lab inr was 4.5/2.9. The pt was not treated. The device was replaced and requested to be returned for evaluation.